Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient woke up and ¿was so far out of it¿, he could not even work his personal diabetes manager (pdm). The patient stated the pod was on the right side of his abdomen and that he felt paralyzed but was able to pull the pod off of him. The pod had been worn between 4 and 24 hours. The patient stated he tried to drink a coca-cola to bring his sugar up but he could not swallow and kept gagging. The patient stated his parents called 911 and tried to put sugar under his tongue while waiting for the paramedics. When the paramedics arrived, the patient's blood glucose (bg) levels were around 22 mg/dl or 23 mg/dl. The patient stated they treated him with an IV of d50 (dextrose) and fluids (saline). He did not go to the ER (emergency room). The paramedics checked his bg before they left and his bg reading was 183 mg/dl.